Manufacturer narrative:
(B)(4).

Event description:
User facility reported that the device was in use with patient. According to reporter, the device was re-moved from patient and after removal, the nurse sustained a needlestick injury. According to reporter, the metal needle was not in the safety mechanism when the needlestick occurred. No permanent adverse effects reported.